Event description:
The surgeon inserted a plate collamer lens model cc4204bf, diopter +23.0 the lens tore, during insertion and the lens was damaged by the cartridge. The lens was inserted and removed, without patient injury.